Manufacturer narrative:
Tech service spoke with biomed who said the operator told him the system shuts down in the middle of a case. Biomed could not elaborate on exactly what shuts down and said he could not work on system as they were still currently using the system. Biomed wanted a service call. The field service engineer (fse) went on site and determined the customer would need a new generator console. They declined repair at this time, since they are going to build new operating room suite and they will no longer be using this room.

Event description:
Customer reports that during an unknown procedure they lost fluoro. The procedure was completed by moving the patient to another room. No reported injury.